Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer went to emergency room due to customer had not getting insulin to the pump. Customer had symptoms of headache during time of emergency room visit. Customer was treated hyperglycemia by visiting to the emergency room and insulin pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer had forgot to do pump rewind and load. Customer also found air bubbles. Customer was hospitalized due to customer had not getting insulin to the pump. The event involved product(s) mmt-7040a, mmt-243a, mmt-332a, mmt-1884. Troubleshooting was performed. Customer mentioned blood glucose value during time of call was 425 mg/dl. Customer mentioned blood glucose value during time of hospital was 401 mg/dl. Customer had symptoms of headache during time of hospitalization. Customer was treated hyperglycemia in hospitalization, visited to the emergency room, IV insulin drip, insulin pump. The customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was active at the time of high blood glucose event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-243a. No product return is required for mmt-332a. No product return is required for mmt-1884.